Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Minor bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
It was reported that the patient developed abdominal bleeding and a large hematoma was found on CT scan. No surgical intervention was required, and hemoglobin levels as well as hemodynamics remained stable. The bleeding was determined to be unrelated to impella therapy. The physician reported that the patient death was not related to the device or therapy; the patient reportedly expired due to electromechanical decoupling.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.